Event description:
A pump malfunction was reported by the caller, following a drop the previous day. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided the customer with pump reset information, assisted with the reset process, and the customer planned to follow up with additional actions.